Event description:
It was reported that during an interventional procedure, a stent balloon detachment occurred inside the patient. The lesion details are unknown. The express ld iliac/biliary stent was advanced to the lesion and the balloon "sheared off from the catheter inside the patient." An surgical cut down was performed to retrieve the balloon from the patient. The procedure was completed with this device. The patient status is "stable."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: contrast was present in the entire length of the device. The returned device measured approximately 81 centimeters long with the distal balloon portion not returned. The distal end of the shaft was detached/separated. The appearance of the fracture surface material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft was flattened approximately 69.5-81.5 cm from the strain relief. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an interventional procedure, a stent balloon detachment occurred inside the patient. The lesion details are unknown. The express ld iliac/biliary stent was advanced to the lesion and the balloon "sheared off from the catheter inside the patient." An surgical cut down was performed to retrieve the balloon from the patient. The procedure was completed with this device. The patient status is "stable."